Manufacturer narrative:
Ocd performed retained testing and a batch record review of this lot. Satisfactory results were observed. (B)(4).

Event description:
Customer reported no reactivity was observed with a sample later confirmed, through molecular testing, to be positive for the e antigen. Customer reported that daily qc of the reagent was satisfactory. No erroneous results were reported.